Event description:
Boston scientific received information that the left ventricular (lv) lead got dislodged and another lead was implanted. Attempts to obtain additional information were made but were unsuccessful. The lead was no longer in service. No adverse patient effects noted.

Manufacturer narrative:
The device will not be returned for analysis. This investigation will be updated should further information be provided.